Event description:
It was reported that this brady lead was an attempted implant into the left bundle branch. The physician attempted to place the lead into the septum in which helix extension issues were observed. The helix was retracted and pulled from the body in order to remove tissue from the coil. Another attempt was made with the same result, the helix would not retract. The lead was then attempted to be repositioned however it was not successfully burrowing. Counter clockwise rotations and traction were performed to dislodge the lead. The helix straightened out with traction and the tip broke off of the lead into the septum and remains implanted. The physician opted to implant a different lead which also experienced helix issues. Ultimately a third lead was successfully implanted and remains in service. It was noted that the helix issues were felt to be due to patient anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this brady lead was an attempted implant into the left bundle branch. The physician attempted to place the lead into the septum in which helix extension issues were observed. The helix was retracted and pulled from the body in order to remove tissue from the coil. Another attempt was made with the same result, the helix would not retract. The lead was then attempted to be repositioned however it was not successfully burrowing. Counter clockwise rotations and traction were performed to dislodge the lead. The helix straightened out with traction and the tip broke off of the lead into the septum and remains implanted. The physician opted to implant a different lead which also experienced helix issues. Ultimately a a third lead was successfully implanted and remains in service. It was noted that the helix issues were felt to be due to patient anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. A supplemental report will be filed at the time of completion. Upon receipt at our post market quality assurance laboratory, visual inspection noted a stretched and fractured helix. The distal position of the helix was missing and dried blood/tissue was present around the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.